Event description:
It was reported that patient had a painful infection at the infusion set site with bump and bruise and was treated with antibiotics.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - This Medical Device Report (MDR)is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions. H11: Investigation summary. Complaint Investigation Results:Review of complaint record Database event description and all available information and assigned it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of Complaint Investigation:No lot no. was provided, however, as no product malfunction was alleged:No visual inspectionisrequiredtobeperformed.Noretainsample testingisrequiredtobeconducted.Nofurtherassessmentwillbe maderegardingpotential product performance issues,componentintegrity, or manufacturing defects. Corrective and Preventive Action (CAPA) determination:Based on theavailableinformation,no further investigation isrequirednorCorrective and Preventive Action (CAPA) planisneeded.The record will be closed andmonitoredthrough tracking and trending (Monthly TRIPS and Alerts). Root Cause of Problem:N/A - This Complaint did not require escalation toCorrective and Preventive Action (CAPA),therefore no further root cause investigation has been completed. Corrective Actionas a result ofthe Investigation:N/A - This Complaint did not require escalation to Corrective and Preventive Action (CAPA) therefore no Corrective and Preventive Action (CAPA) plan is available. SummaryConclusion:Based on theavailableinformation, the investigation has beenperformed, and thecomplaint couldnot be confirmedas analyzed.Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.